Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region #23, it had to be removed due to the low primary stability achieved (10ncm). The patient presented insufficient bone quality/quantity (bone type IV).